Event description:
Customer had the cup inserted for about 13 hours before contacting saalt asking for help with removal. Customer trimmed the stem and had a difficult time reaching the cup for removal. Saalt emailed tips back to customer. Customer called saalt's (B)(4) voice phone number and a cup guru talked the customer through removal tips. Saalt sent removal tips through (B)(4) voice texting platform, and asked the customer to call back for more tips later. Customer texted later saying she had chosen to seek medical attention to have the cup removed. Her doctor said her cervix was high and that the cup was in a hard to reach space. Cup was disposed of after seeing the doctor. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."